Event description:
On 6/12/97 pt returned to surgery for removal of a retained metal screw which reportedly dislodged from surgical instrument during spinal laminectomy and fusion surgery on 9/19/96. Screw allegedly dislodged from kerrison rongeur during the 9/19/96 surgery. Pt discharged 2 days post removal procedure on 6/14/97 without further complication.